Event description:
It was reported that a (B)(6) male had surgery at l4-5 due to back pain and degenerative disc disease on (B)(6) 2014. A synfix-lr device was implanted at the l4-5 level packed with autograft from the l5 vertebral body. A trephine set and a chronos 15 mm vertefill implant were used. On an unknown date, the patient returned to his physician complaining of back pain. The patient reported that he sat down hard and felt a pop in his back. On imaging (unknown type) an l5 fracture was identified. On an unspecified date, the patient had a dexa scan performed that revealed osteoporosis. In addition, the patient was taking steroids for an unspecified condition. The surgeon stated that he thought the patient¿s osteoporosis was the issue and that he was not aware of the magnitude of the patient¿s poor bone quality prior to the initial surgery, and that he would not have used the vertefill in the l5 body. There were no failures of the hardware from this surgery. On (B)(6) 2015 during the operative revision, the surgeon instrumented the patient posteriorly with uss dual opening from l4-s1 (skipped l5 level). The patient was then flipped to the anterior position. The synfix spacer was removed without incident and a corpectomy was performed at l5. A synthes xrl expandable cage was implanted at the l5 level. The surgery was successfully completed. This complaint is against one synfix-lr spacer, four synfix screws, and one chronos synthetic vertefill. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.